Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms while in a 70 degree room. Due to missing a meal bolus, the blood glucose (bg) was 393 mg/dl. The basal rate was raised and a bolus delivered. Bg dropped to 54 mg/dl and food was consumed. The customer was to use insulin pens for insulin therapy.